Event description:
The patient experienced respiratory failure while at home. The patient's parents called emergency services. They managed to recover the patient. An ambulance transported the patient to an emergency room. The pump was interrogated; the expected drug volume was 11 mls. The pump was "empty." The hcp refilled the pump with baclofen 2000 mcg/ml at a daily dose of 1 ,994 mcg/day; which was the same dose as prior to the refill. The hcp also programmed at 149.8 mcg single bolus dose. The hcp interrogated the pump again approximately 10 hours later (at time 1028); the bolus was still in progress. Because the patient's symptoms were not improving, the hcp programmed a 5% dose increase; the new dose was 2 ,100.2 mcg/day. The pump expected residual volume was 11 mls. At time 1820, the pump expected residual volume was 10.6 ml; at time 1835, it was 10 mls. The patient then developed hyperthermia; the hcp decided to change the dose back to the patient's previous daily dose of 2000 mcg/day. The hcp interrogated the pump, emptied it, and then refilled it (the times noted for this was both 19:18 and 19:33). On (B)(6) 2011 at time 13:00, the hcp refilled the pump again, since the patient was "very drowsy and hypotonic." The hcp reduced the daily dose to 1,496 mcg/day (29% reduction). At 13:14, the hcp emptied and refilled the pump, and reduced the dose again to 999.7 mcg/day (33% reduction). At 14:58, the dose was reduced to 99.7 mcg/day (90% reduction), since the patient remained hypotonic and drowsy. At approximately 18:00, the hcp removed 17 mls from the pump; the expected volume was 19 mls. It was determined the pump was "still over infusing", so the hcp replaced the pump. It was later reported that the catheter was noted as still having been connected when the surgical intervention was performed. It was clarified that the delivery discrepancy was 11 ml.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. Pump passed dispense testing, additional 24 hour infusion testing, and 19 day volume testing, the pump was dispensing accurately. Septum was examined and no definitive damage or coring that could promote a leak could be seen. Additional testing included filling the pump and storing in a sealed plastic bag at body temp for 24 hours was and heating the filled pump to body temp and then prodding and manipulating the septum with a tool in the interest of finding a leak. No leak was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.